Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was no image and they observed the error code: "bad port, doesn't connect". No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The customer's baton was connected to the customer's monitor and the monitor was powered on. No image was shown on the screen and the baton's camera led was blinking. A test baton was connected to the customer's monitor and an image was displayed. When the customer's baton was connected to a test monitor the baton failed to produce an image. No repair available so the baton needs to be replaced. No repair was performed and the device was returned to the customer with the "action required" letter.